Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead r wave amplitude suddenly decreased. It was also reported the rv thresholds increased and fluctuated while the lead impedance had a sudden small increase but then recovered. The lead remains in use. No patient complications have been reported as a result of this event.